Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted, give date: unknown, not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown as serial number was not provided. The device was not returned for analysis (the lens remains implanted.) There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), a foreign substance on the iol was observed. The foreign substance was successfully removed by irrigation/aspiration (I/a), therefore, the iol was not removed from the eye. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.